Event description:
Reporter indicated that she had a vns therapy patient "implanted for several years who presents a paralysis on the left" vocal cord. Additionally, it was stated that she was unsure at this point if it was related to vns therapy. Good faith attempts for further information, including patient information and relationship to vns therapy, are currently being made.